Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Device history review for the complaint lot did not identify any non-conformances, potential non-conformances, or deviations associated with the customer reported event. Ticket search by lot did not identify an increase in complaint activity for the complaint lot. Trending review did not identify a related trend regarding commonalities for complaint lot and customer reported event. The overall performance of the architect stat high sensitive troponin-I reagent was reviewed using field data from customers. The review found that the median values are within the established limits and comparable with other lots. Labeling was reviewed and was found to address the customer reported event. Based on the available information, no systemic issue or deficiency was identified for the architect stat high sensitive troponin-I reagent, lot 62226ud01.

Event description:
The customer reported falsely elevated architect stat high sensitive troponin-I and provided the following data for 1 patient: the customer stated that a patient having physical exams had elevated troponin. In 2023 the result was 0.81 and 2024 the result was 0.67. Reference range: <0.034 ng/ml. Additional testing was performed with the patient sample was processed using the 25% peg solution, and the result was 0.026 ng/ml. The customer reported that since patient had multiple detections of elevated troponin, the patient had further testing. Specifically, the patient had blood tests for troponin t and troponin I and underwent a cardiac color doppler ultrasound examination in another hospital in (B)(6) 2023. It was reported that the troponin result was normal, and the clinical evaluation did not find any myocardial damage for the patient. The customer confirmed that there was no physical patient injury, but the customer did report that the patient experienced psychological pressure regarding the elevated troponin. There was no further impact to patient management.

Event description:
The customer reported falsely elevated architect stat high sensitive troponin-I and provided the following data for 1 patient: the customer stated that a patient having physical exams had elevated troponin. In 2023 the result was 0.81 and 2024 the result was 0.67. Reference range: <0.034 ng/ml. Additional testing was performed with the patient sample was processed using the 25% peg solution, and the result was 0.026 ng/ml. The customer reported that since patient had multiple detections of elevated troponin, the patient had further testing. Specifically, the patient had blood tests for troponin t and troponin I and underwent a cardiac color doppler ultrasound examination in another hospital in (B)(6) 2023. It was reported that the troponin result was normal, and the clinical evaluation did not find any myocardial damage for the patient. The customer confirmed that there was no physical patient injury, but the customer did report that the patient experienced psychological pressure regarding the elevated troponin. There was no further impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.